Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patients weight at the time of the event was reported. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient reported pus and blood oozing from an open spot on their incision. They also felt that there were three small openings on their incision. This was noted to be resolved without sequelae on (B)(6) 2018 and the patient was administered keflex. An examination showed no gross infection to the generator, no wound separation, no discharge, and the area was not tender or warm to the touch. No signs or symptoms were seen upon the physical exam. No device issues or further complications were reported or anticipated.